Event description:
Damaged sterile packaging.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report. Not returned to manufacturer.

Manufacturer narrative:
The patient is (B)(6) inches in height. An event regarding packaging damage involving an gmrs femoral component was reported. The event was not confirmed. Device history review determined that the lot was manufactured and packed to specification. Complaint history review: there have been no similar events for the reported lot. The exact cause of the event could not be determined, as the reported device was not returned for evaluation. Product return is needed to complete the investigation for determining root cause.

Event description:
Damaged sterile packaging.